Event description:
One of the tips of the grasper broke off in the patient's abdomen and was retrieved by the surgeon after making a few additional incisions.====================== health professional's impression======================the device broke.====================== manufacturer response for minilap alligator grasper, (brand not provided)======================